Event description:
It was reported that the lead exhibited loss of capture and sensing. The lead was capped and replaced, during which lead fracture was observed. It was noted that the patient was in a car accident in 2009.